Event description:
It was reported that during implant, the physician placed the left ventricular (lv) lead, however upon attempting to connect the lv lead to the device, it was noted that the lead did not fit into the header of the device. It was noted that the insulation immediately after the ring was very thick. The physician decided to cut away a little bit of the insulation and carefully pulled the lv lead into the header until the tip could be caught at the end of the header. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).